Manufacturer narrative:
Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. It is unknown if device is expected to be returned to synthes manufacturer for evaluation /investigation. Product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that during surgery while the surgeon was drilling the bone, the drill bit snapped when one of the screws was touched. Concomitant device report: [unknown trauma screws] (part #: unknown, lot #: unknown, quantity: unknown). This complaint is for one (1) device. This report is 1 of 1 for (B)(6).

Manufacturer narrative:
Additional narrative: DHR review was completed. Part no.: 324.214 lot no.: l263374 manufacturing location: (B)(4) release to warehouse date: 19.jan.2017 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The 2.8mm percutaneous drill bit (324.214) is a common trauma instrument noted in multiple system technique guides including: 3.5mm va-lcp proximal tibia plate, 3.5mm lcp medial proximal tibia plate and 3.5mm lcp periarticular proximal humerus plate. In each instance the bit is utilized for predrilling prior to screw insertion. This complaint is confirmed. The returned drill bit broke mid distal flute. The sheared off fluted tip was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Top level drawing (mfg/current) and 3 fluted drill tip geometry drawing (mfg/current) were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The diameter of the fluted area near location of breakage could not be accurately measured at cq due to the fracture pattern. The diameter of the drill bit shaft measured 2.735mm at cq which is within specification of 2.75mm -0.03mm per drawing. Per the complaint description, " the drill bit snapped when one of the screws was touched". Therefore this can be determined as the root cause of the failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Therapy date: (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: lot number, UDI number. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.